Event description:
A plate broke post operatively and was removed. Plate was implanted for a distal third tibia fracture in an oblique pattern along with a proximal fibula fracture from a fall. The plate was implanted with a combination of compression and locking screws, the fibula was not repaired. Pt is developmentally impaired and was found to be non-complaint with post-op treatment. Post-op x-rays showed plate breakage at one of the distal shaft holes with non-union of fracture. During revision the plate was removed, a metaphyseal plate was implanted on the antero-lateral side for batter stability. A distal fibula fracture was found and was repaired and pt was casted.